Event description:
The customer reported the ventilator alarmed due to oxygen not available occurrences. The customer reported the device was not in use, therefore there was no patient involvement or harm. The field service engineer instructed the customer to replace the oxygen hose and fitting. The customer called back and stated that replacing the oxygen hose and fitting resolved the issue. The unit is now back in service.